Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had a urine infection, which delayed surgery, they took antibiotics until they were cleared for surgery. They also reported their reported symptoms were better, but not completely, they still had to get up 2-3 times per night, but did not have bad urgency anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was still having urgency and went to the bathroom quite often. Patient stated that after implant, it might have improved a little bit, but then it got worse. Patient explanted prior to implant they were getting up 5-6 times a night, that improved and they were able to go 4 hours (up 2-3 times), but then it changed to every 2 hours. Patient stated that during the day they had to go every hour, but only enough to fill up a shot glass. Patient was able to sync with their programmer and it showed stimulation was on program 3 at 2.6. Patient stated that due to eye surgery, they were unable to read the manual and did not understand it. Additional information was received and it was reported that patient was not feeling stimulation when stimulation was on and was not getting symptoms relief. Troubleshooting included increasing stimulation to 3.3v and patient could feel stimulation in the bike seat area. Additional information from the patient on (B)(6) reported she had an operation called an interstim. The patient stated they placed a device in the patient¿s side in her back area. The patient stated they were given a patient programmer to control the implantable neurostimulator (ins). The patient noted they had only used it once or twice. The patient stated it seemed to be working ok. The patient stated they do not get up quite as often during the night, but they still got up once or twice. The patient noted they still go more often during the day time than she used to. The patient noted she goes 2 or 3 times, and sometimes up to 5, but she didn¿t have the urgency feeling like she needed to. The patient noted when she did urinate, she urinated 4 or 5 ounces or maybe about a half of cup. The patient noted she did not know how often she should this the device or if she should continue it at all. The healthcare professional (hcp) did not make an appointment for the patient to come back and see the hcp. Additional information was received. It was reported that the patient still had the urinary urgency like she would get up through the night quite a few times and she had a terrible feeling of having to go to the bathroom all the time. The patient stated that therapy helped a little but now she felt she had to urinate all the time. It was mentioned that for the past 2 weeks it did not seem to be helping and she had been taking antibiotics because she had some pills left over and thought maybe they would help. The patient asked it the device would help with bowel symptoms as well. The patient reported loose bowels and confirmed that the loose bowels were there before implanted, a long time ago. Trouble shooting attempts were made and the patient programmer (pp) showed stimulation was on and the patient was walked through using the pp. The pp showed the ins was on and at 3.3v. The patient stated that she felt no stimulation and she felt stimulation until 4-5 weeks ago. The patient increased to 3.9v and felt a little bit of fluttering in the bottom of her buttocks but later did not have the fluttering feeling anymore. It was reviewed with the patient that it might be normal not to feel stimulation. The patient also reported that she was never trained and had no idea how to use the device. It was reported that the patient came home from the hospital after implanted and they sent the pp in the mail and got no instructions and nobody showed her how to use it. The patient noted that she had no idea when, why, and how she was supposed to use it and has never used the pp since she got the device. Additional information was received. It was reported that the patient was on antibiotics due to a urinary infection which was occurring quite often and that was why the patient had the ins. The patient stated that she doesn't go to the bathroom quite as often and that the urge has decreased. The patient noted that she still would get up 2 or 3 times during the night and would go every few hours during the day time. There were no further symptoms or complications reported or anticipated.